Manufacturer narrative:
The reported complaint that thermogard xp ivtm system (sn (B)(6) was switched on, but nothing was displayed on the screen was confirmed during functional testing. Inspection of the inside of the display head found that the p11 connector was disconnected. Based on the investigation, the problem potentially occurred while the display head was open and closed to replace the coin battery. The thermogard xp ivtm system failed the initial functional test. The customer's reported complaint was confirmed. The investigation found that the p11 connector was disconnected and needs to be reconnected to remedy the problem. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for thermogard xp ivtm system with serial number (B)(6).

Event description:
On 1/23/2025, azm ts visited the hospital for preventative maintenance. The thermogard xp ivtm system (sn (B)(6) was switched on, but nothing was displayed on the screen. The coin cell battery was replaced, and the console was restarted, but the display screen remained dark, and blank. The leds around the display screen were lit, the buttons were operable and sounded, so only the display was not lit. No patient involvement.